Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead and right atrial (ra) lead had failed. The rv lead and ra lead were explanted and replaced by a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.